Event description:
Approximately ten months post hvad implantation; the site reported that the patient experienced power source change in the controller earlier than expected. Preliminary log file analysis indicates a pump stop (controller power-up/pump motor start) for the reported date. After replacing the controller and batteries the problem was resolved. No harm or injury to the patient was reported as a result of this incident.

Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. Product is in route.